Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said deep brain stimulation did not work. He said the programming had not worked. The patient mentioned that after the first two years, the patient had not been able to eat and he was not concerned about his shaking. The patient had his ins replaced because the ins died about every two years. The settings were copied from the old ins to the new ins. The patient was also upset that he did not get a new programmer when he got the ins. The patient ended up hanging up. No further complications were reported/anticipated.